Event description:
On (B)(6) 2009, the pt reported that recently, while trying to remove the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in a full cartridge of insulin spilling into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt stated, she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.